Manufacturer narrative:
The sample was low volume and run in an ez nest micro sample adaptor. The customer suspects that the adaptor was put in the incorrect rack when run. The customer has specific racks which are set for the ez nest adaptors and used only for low volume samples. This may have been the cause for the discordant troponin ultra result. The customer declined service - no further action taken. No further eval of the device is required.

Event description:
A positive advia centaur cp troponin result was obtained on a pt sample and reported to the physician before the autorepeat of the sample. The result of the auto repeat sample was negative. The customer repeated the same sample tube on a full reagent pack and a positive result was obtained. The final result was reported out as positive. There was no report of adverse health consequences due to the discordant troponin ultra result.